Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were not evaluated as the user facility did not make the units available for evaluation despite numerous requests. There was no remedial action taken. This device is not labeled for single use. Devices not made available for evaluation.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the unit had phantom lift motion. There was no patient involvement.